Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg was operable and electively replaced. The ipg device is no longer considered reportable.

Event description:
Related manufacturer reference number:3006705815-2023-05053. Related manufacturer reference number:3006705815-2023-05056. It was reported that the patient¿s ipg became unable to communicate with external devices. It was also reported that the patient's leads were fractured. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg and leads were replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.